Event description:
Patient who is a difficult stick per intravenous (IV) team with peripheral IV placed and re-dressed a day later due to kinking was able to have peripheral IV removed due to changes in antibiotics. Upon removal, nurse removed catheter and applied pressure with gauze. It was noted at this time that catheter was no longer attached at the hub and had broken off. Gauze lifted, and catheter was visible and about half of the catheter remained in patient. Nurse was able to manually remove catheter without any further issue.